Manufacturer narrative:
This report is submitted on august 14, 2018. [(B)(4)].

Event description:
Per the clinic, the patient developed an infection and subsequently the device was explanted on (B)(6) 2017. It is unknown if there are plans to reimplant the patient with a new device as of the date of this surgery.